Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath. At an unspecified time, the console's display became "black-out," and the led outside display was "turning on." The switch condition was good and "pumping continued to go on." "After they noticed black-out on the display, cable was pulled out and inserted again." While the console still displayed the back screen, the iab pump was exchanged.

Manufacturer narrative:
Product will not be returned for evaluation.